Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the insertion section was broken, the light transmission was not provided or was too low, and the image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction (distorted image) could not be determined. Additionally, the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the insertion section was broken and therefore the light transmission was not provided or was too low, and the video cable was broken, due to which the image was not displayed, with the additional malfunction cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope gynecologic exhibited distorted image. The event occurred during inspection for use. There were no reports of patient involvement.